Event description:
Nurse noted IV pump was not working correctly. Nurse tried to put pump on hold action to hang new medication and none of the control buttons would work. Nurse noted pump indicated it was infusion, but it was not actually infusing medications.